Event description:
The coil was used for framing at posterior communicating artery. But the coil was not detached. After the cable connection was checked again; detachment of the coil was attempted; but it was not detached. At last the coil was removed out from the body; so the coil was not implanted.

Manufacturer narrative:
The micrusphere 10 platinum microcoil 8 mm x 16.1 cm (sph10080020/f26928) was used for framing at posterior communicating artery. But the coil was not detached. After the cable connection was checked again; detachment of the coil was attempted; but it was not detached. At last the coil was removed out from the body; so the coil was not implanted. The product was not returned for evaluation. Without the return of the device, the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting.